Event description:
It was reported when using the bd pyxis medstation es system drawer was failed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a burned flex cable connecting from 4.1 drawer board to pyxibus module board and drawer 4. 4.1 had thermal damage. The field service engineer replaced drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
The following fields have been updated with additional/correct information: b5, d1, d4, g1, g2, h4, h6, h11. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer failed was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: thermal damaged half-height cubie drawer (4.1) was unable to be repaired due to lack of small parts replaced entire drawer as a precaution open/close test of both sub drawers and cubies in hardware test application was successful. Visual inspection of the received retractor band cable assembly and solenoid observed thermal damage along these part¿s components visual inspection of the received drawer controller board and pyxibus module controller observed no obvious issues; however, electrical measurement of the boards noted components to be shorted. Shorted board components are one of the symptoms of the issue of a failed drawer. No further testing was deemed necessary on the received parts. E1. Initial reporter facility name - (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer added that this malfunction caused a delay in retrieving medication to patient. As per part investigation, it was determined that there was thermal damage observed on the solenoid and retractor band cables. However, there were no adverse events or injuries reported based on this event.